Event description:
It was reported that three patients experienced postoperative sensitivity and subsequently required endodontic therapy after placement of restorations using xeno IV bonding agent.

Manufacturer narrative:
Several unsuccessful attempts were made to obtain the device for eval. As such, no further investigation is possible.